Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the tubing connection towards the dual resolution dilutor was loose. The cse tightened the connection and primed the instrument. The cse ran adjustments and quality controls and performed precision testing, which were acceptable. The cause of the discordant results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an immulite 2000 xpi instrument contacted a siemens customer care center (ccc) specialist and reported that their quality controls were out of ranges. The customer had run patient samples but did not report the results to the physician(s) as quality controls were out of range. After troubleshooting was performed, the customer reran the patient samples and few of them resulted different than the initial results. The customer reported the repeat results for the patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2247117-2016-00070 was filed on (B)(6) 2016. Additional information 11/11/2016: a siemens headquarters support center specialist reviewed the service report and determined that tightening of loose tubing to the dual resolution dilutor resolved the issue.